Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference MFR. Report: 1627487-2018-04071, reference MFR. Report: 1627487-2018-04072, reference MFR. Report: 1627487-2018-04073, reference MFR. Report: 1627487-2018-04074. It was reported the patient's left supra-orbital lead was eroding through the skin. Surgical intervention is planned to address the issue. Since it is unknown which lead pertains to this issue, all suspected lots are being reported.

Event description:
Device 5 of 5. Reference MFR. Report: 1627487-2018-04071; reference MFR. Report: 1627487-2018-04072; reference MFR. Report: 1627487-2018-04073; reference MFR. Report: 1627487-2018-04074. Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant the entire system.